Event description:
Boston scientific crm received information that this cardiac resynchronization therapy pacemaker was removed and returned for an unspecified reason. Initial routine device analysis revealed that the device had no telemetry and a memory download could not be performed. The device was forwarded on for further detailed laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device is currently undergoing detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
In addition, initial analysis testing noted that the device did not meet longevity.

Manufacturer narrative:
Upon receipt at boston scientific's crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Initial testing noted that the device did not meet longevity using the automatic data retrieval function of the longevity calculator. During detailed analysis, the device paced and sensed normally. The cause of the issues observed during routine analysis testing was a cracked component. The cracking of the ceramic matrix was caused by applied stress.